Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's right groin. The md found that the catheter was kinked and would not advance over the spring wire guide (swg). As a result, the iab was removed from the swg and another iab was inserted with success. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.